Manufacturer narrative:
The reported event of module not recognized by pc unit file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the alaris system was turned on but never recognized the attached alaris pump modules and did not display any channel identification prior to the start of a chemotherapy infusion. No patient harm was reported, and the patient received all medication on another pump.